Manufacturer narrative:
The customer is testing nasopharyngeal specimens with a collection kit from advantix, catalog number unknown and an off-label kit. Although requested, the customer could not provide a lot number, date of result, raw data. Therefore a very limited investigation could be performed and further assessment was not possible. No further information is available at this time. No product problem was found. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged a discrepant result for a single patient while using the cobas® sars-cov-2 nucleic acid test for use on the cobas® liat® system the alleged sample initially generated a positive result for sars-cov-2. A new sample was collected and tested on a different platform (eplex) which yielded a negative result. The initial positive result was released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.